Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2009: (B)(6) hospital. (B)(6) md. Operative report. First assistant: (B)(6) , pa-c. Preoperative diagnosis: acute cholecystitis with cholelithiasis. Postoperative diagnosis: acute cholecystitis with cholelithiasis and hydrops of the gallbladder. Procedure: complex laparoscopic cholecystectomy. Description of procedure: indications: mr. (B)(6) is a 70-year-old gentleman who presented earlier in the week to dr. (B)(6) with an ultrasound report of a very large gallbladder with complications. The patient indeed had such a large gallbladder that a CT scan was obtained to try to ensure that he did not have a common bile duct or pancreatic cancer. CT scan showed one of the largest gallbladders I have ever seen, with a huge stone in it and another stone right at the cystic duct neck but per se, no evidence of pancreatic or common bile duct cancer was seen. The patient was admitted and prepared for the operating room. Findings: the patient indeed had one of the largest gallbladders I have ever seen, and had a gallstone that was at least 9 cm long by 5 cm in diameter in addition to other gallstones within the gallbladder. The patient underwent a difficult but successful laparoscopic cholecystectomy as described. Operative procedure: ¿the patient was taken the operating room. Following induction of general endotracheal tube anesthesia, was sterilely prepped and draped with betadine scrub and paint. Initially a sub-umbilical 5 mm incision was placed so that there would be enough space away from the gallbladder to get a good visualization of it. Access to the peritoneal cavity was achieved with a veress needle by the free water drop technique. Insufflation with carbon dioxide to a pressure of 15 mmhg was produced. A 5 mm port was placed. Another 5 mm port was placed in the right flank and it was very apparent that the gallbladder would not be able to be grasped due to its size with the standard graspers. Another 10 mm port was placed in the right subcostal region and the claw was actually used to try to lift and elevate the gallbladder, which was successfully although accomplished with difficulty. Fortunately, most the adhesions were up around the body and top of the gallbladder, whereas the neck of the gallbladder was still relatively free of severe adhesions. With great care and with some difficulty, the cystic duct was dissected out, very clearly went on to the gallbladder. It was quadruply clipped proximally, singly distally and divided. The cystic artery was a dual artery. Both branches were dissected out. They were triply clipped proximally, singly distally and divided. The gallbladder, with a fair amount of manipulation, was then moved about to get under underneath it so that it could be dissected away from the bed of the liver. Even after it had been dissected away from the bed of the liver, much work needed to be done to get this gallbladder out of the abdomen. The upper incision where the 10 mm port had been placed, had to be opened up to 4 to 5 cm just to get the stone and gallbladder to be withdrawn from the abdomen. After this was accomplished, the abdomen was irrigated, suctioned as dry as possible. Hemostasis was secured. The upper site was closed with running 0 vicryl suture. Staples were applied to all port¿s sites. Estimated blood loss was 150 ml. Fluid replacement 1 l crystalloid. Sponge and needle counts reported by nursing staff. Disposition: the patient was extubated and taken to the recovery room in stable condition, having tolerated procedure well.¿. (B)(6) 2009: (B)(6) hospital. (B)(6) , md. History and physical. Chief complaint: hernia. History of present illness: status post laparoscopic cholecystectomy in (B)(6) has developed large abdominal hernia since. No pain. Current medications: aspirin. Exam: abdomen: large ventral abdominal hernia. Diagnosis/plan: incisional hernia abdominal laparoscopy repair of incisional hernia. (B)(6) 2009: (B)(6) hospital. (B)(6) md. Operative report. Assisted by: (B)(6) pa-c. Preoperative diagnosis: ventral incisional hernia. Postoperative diagnosis: ventral incisional hernia. Procedure: laparoscopic ventral hernia repair. Description of procedure: indication: mr. (B)(6) is a 70-year-old gentleman who had the single largest gallstone removed that I have ever removed. The patient at that site has developed an incisional hernia. The patient is taken to the operating room for repair. Procedure: ¿the patient was taken to the operating room and following induction of general endotracheal tube anesthesia was sterilely prepped and draped with betadine scrub and paint. A left of midline 5 mm incision was placed and a veress needle using the free water drop technique was used to gain access to the peritoneal cavity. Insufflation with carbon dioxide to a pressure of 15 mmhg was produced. Another 10 mm port was placed on the left side and two 5 mm ports were placed on the right side. There were a few adhesions of omentum and small bowel up to the underside of the hernia, but these were easily taken down. The falciform ligament was also taken down to free up the area where the hernia was. A piece of mesh 10 cm wide by 18 cm long, was cut and fashioned. It was placed inside the abdomen and tacked up inside the abdomen using 2 complete rows of helical tacks. All ports were removed, insufflation was released. Staples were applied to each port site. Estimated blood loss: less than 15 ml. Fluid replacement: one l of crystalloid. Sponge and needle counts: reported correct by the nursing staff. Disposition: the patient was extubated and taken to the recovery room in stable condition, having tolerated the procedure well.¿. (B)(6) 2009: (B)(6) hospital. Implant record. Implant: dual mesh 8 x 12. Idlmc02 [¿I¿ is probably a typo and should be ¿1¿]. Qty: 1. The record confirms a gore® dualmesh® biomaterial (1dlmc02) was implanted during the procedure. (B)(6) 2011: (B)(6) hospital. (B)(6) dpr. History and physical. Chief complaint: drainage. History of present illness: drainage from umbilicus that started about 2-3 months after repair of hernia (B)(6) 2009. States that a skin staple was found still in skin deep in umbilicus 2 months after surgery, never stopped draining. Previous surgeries: anal fissure, gb [gall bladder], hernia. Current medications: aspirin. Exam: abdomen: mild erythema in umbilicus, no active drainage visible. Diagnosis/plan: draining umbilicus. Laparoscopy with repair of umbilicus. (B)(6) 2011: (B)(6) hospital. (B)(6) md. Operative report. First assistant: (B)(6) pa-c. Preoperative diagnosis: chronic draining umbilicus. Postoperative diagnosis: chronic draining umbilicus with a small umbilical hernia. Procedure: exploration of umbilicus both laparoscopically and opened with repair of umbilical hernia and closure. Description of procedure: indications for procedure: mr. (B)(6) is a 73-year-old gentleman who approximately two and half years ago had a largest gallbladder removed that I have ever removed. The patient subsequently developed a hernia at the site, where the gallbladder had been taken out from. The patient ever since that surgery with the ventral hernia repair has had drainage through his umbilicus. The patient is taken to the operating room for definitive repair. Findings: the patient had a very small draining sinus of granulation tissue at the superior aspect of his umbilicus. This was completely excised. The patient had a small umbilical hernia, which was repaired. The case was performed as described. Operative procedure: ¿the patient was taken to the operating room and following induction of general endotracheal tube anesthesia, he was sterilely prepped and draped with betadine scrub and paint. A far left of the midline, 5-mm incision was placed and a veress needle using a free water drop technique was used to gain access to the peritoneal cavity. Insufflation with carbon dioxide to a pressure of 15 mmhg was produced. A 5-mm port was placed and a 5-mm 30 degrees laparoscope was introduced. Another 5 mm 0 degrees laparoscope was introduced. Another 5-mm port was placed. The site of the old midline incisional hernia repair was inspected and appeared to be completely intact. There did not appear to be any obvious tissue or problems up through an umbilical hernia. The patient then had ports for laparoscopy removed. The patient then had a midline incision placed directly through the umbilicus, which had been everted. There was a very small track of granulation tissue which was completely dissected down to the underside of the umbilicus. The umbilical fashion tissue was cleaned up and a figure-of-eight 0 vicryl stitch was placed to bring the small umbilical hernia back together. The tissue of the size of the umbilicus were cleaned up and freed up and were closed with a running 4-0 pds in a subcuticular fashion. A sterile dressing was applied. The estimated blood loss less than 10 cc. Fluid replacement 1 l of crystalloid. Sponge and needle counts were correct by the nursing staff. Disposition: the patient was extubated, taken to the recovery room in stable condition having tolerated the procedure well.¿. (B)(6) 2011: (B)(6) hospital. (B)(6) . Surgical pathology report. Specimen: (B)(6). Operation: laparoscopy, umbilical hernia repair, open. Preoperative diagnosis: draining from umbilicus. Specimen: granulation tissue umbilicus. Final diagnosis: skin and soft tissue, umbilicus: chronically inflamed granulation tissue with adjacent dense fibrosis and moderate reactive epidermal hyperplasia. Gross description: the container is labeled ¿ralph sepulvado-granular tissue umbilicus¿. The specimen consists of multiple pieces of tan tissue together measuring 2.5 x 2 x 0.5 cm. Representative sections are submitted in one cassette. (B)(6) 2015: (B)(6) hospital. (B)(6) md. History & physical. Evaluation for recurrent hernia, umbilical area, once repaired with mesh. Underwent laparoscopic cholecystectomy in 2009. Developed incisional hernia and had it repaired with mesh that same year. Umbilicus developed what sounds like a suture granuloma and underwent local exploration. Other history significant for an endovascular aneurysm repair on (B)(6) 2014. CT on (B)(6) 2015 which looked good. Lower gi bleed in (B)(6) 2015 which was managed conservatively and was unrelated to endovascular repair. He was pumping up tire and lifted some 50 pound bag, shortly after developed soreness at umbilicus. Noticed a bulge, but unsure if it was there before. Past medical history: descending aortic aneurysm. Medications: aspirin. Exam: weight 175 lbs. Abdomen: well healed incision at the superior portion of his umbilicus. There is a palpable nodule under this incision that is very tender. Unable to reduce this on exam, however I think my findings most likely represent a small amount of incarcerated fat in a small umbilical hernia. Spoke with dr. (B)(6) in radiology who reviewed film from (B)(6) 2015. He states there is a fairly large piece of mesh starts just below the xiphoid and extends above the umbilicus. He didn¿t see any other discrete hernia however at the inferior edge of the mesh there is some slight thickening of unknown significance. Assessment: irreducible incisional hernia. Plan: scheduled for repair of hernia. (B)(6) 2015: (B)(6) hospital. (B)(6) md. Operative report. Assistant: (B)(6) . Preoperative diagnosis: incarcerated hernia. Postoperative diagnosis: incarcerated hernia. Procedure: open repair of incarcerated incisional hernia. Description of procedure: anesthesia: general endotracheal as well as local with 0.25% marcaine with epinephrine. Estimated blood loss: 5 ml. Blood replacement: none. Drains: none. Complications: none. Specimens: none. Procedure findings: there was a 2 cm transverse defect just superior to the umbilicus with some incarcerated fat. Indications for procedure: this is a 76-year-old male with a history of a laparoscopic cholecystectomy with an umbilical incision and who 5 days ago, developed some supraumbilical pain after doing some heavy lifting. The pain persisted and he noticed a lump there but he is not sure if it was there before. On my exam, he had a very tender nodule in the supraumbilical area. I could not feel a specific defect, but was unable to reduce the nodule. Therefore, the diagnosis of incarcerated incisional hernia was made. Description of procedure: ¿after informed consent obtained, the patient was taken to the operating room and placed on the operating table in the supine position. General endotracheal anesthesia was administered without complication. A formal time-out was conducted. Preoperative antibiotics were given 30 minutes prior to the incision. The patient¿s abdomen was prepped and draped in the usual sterile fashion and 0.25% marcaine with epinephrine was used for local anesthesia. A 5 cm incision was made in the midline just above the umbilicus and extended down to l side of the umbilicus. Sharp dissection was used superiorly to dissect down to the fascia. Electrocautery was used for hemostasis. The fascia was examined and during the dissection, there was significant amount of scar tissue in the area. However, I was eventually able to identity the fascia. As I delineated the fascia, I noticed a transverse 2 cm defect which was located approximately 1.5 cm above the superior margin of the umbilicus. Within this defect there was some incarcerated preperitoneal fat. This fat was able to be reduced back into the preperitoneal space. The preperitoneal space was explored and I found no further defects tracking into the abdomen. There was a significant amount of scar tissue in the preperitoneal space as well. I think this is most likely due to the patient¿s prior epigastric hernia repair with mesh and the scar tissue, we feel, was probably was from the mesh incorporation as the inferior margin of the mesh extends down to approximately this level. After I was satisfied there were no other defects, I dissected the subcutaneous tissues circumferentially off of the fascia for 2 cm all way around. The fascia was somewhat attenuated, as the patient has significant rectus diastasis. Given the small size of the defect and the inability to elevate the fascia off the preperitoneal space due to scarring, I elected to perform a primary repair. I placed 3 figure-of-eight 0 nurolon sutures closing the defect in a transverse direction, as this was the lowest-tension closure in. Local anesthetic was injected into the fascia and subcutaneous tissues. The wound was copiously irrigated and hemostasis was good. The skin was closed with interrupted 3-0 nylon suture, followed by a sterile dressing. The patient tolerated the procedure well and was transferred to recovery in stable condition.¿. (B)(6) 2015: (B)(6) hospital. (B)(6) md. History & physical. Status post umbilical hernia repair in may. Past several weeks he has had drainage from his umbilicus. Prior to a hernia repair in the past he had identical problem and required exploration of the wound with removal of scar tissue. Over the past two weeks this has not healed. I gave him a course of keflex and that has improved the erythema but he still has daily drainage from base of umbilicus. Weight 173 lb. Exam: abdominal: small 2 mm hole in the base of the umbilicus with clear drainage. This tracks down to the fascia but I am unable to grasp any suture material on my exam with forceps. Assessment: suture granuloma. Plan: schedule for wound exploration with possible removal of facial sutures. CT showed fluid collection below the fascia and adjacent to the inferior portion of the mesh. Previous operative notes acquired. The mesh is a gore dualmesh and was placed by dr. (B)(6) in 2009. I believe there is a good chance it has either had a chronic infection or become secondarily infected after my hernia repair in march. I will explore laparoscopically to ascertain degree of mesh involvement. If mesh infected I will likely remove all of it as dualmesh does not incorporate well. I will also debride umbilicus and remove any associated suture material. (B)(6) 2015: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: umbilical draining sinus with suspected hernia mesh infection. Postoperative diagnosis: infected hernia mesh. Procedure: diagnostic laparoscopy with laparoscopic removal of mesh and debridement of subcutaneous sinus tract, muscle, and fascia. Description of procedure: anesthesia: general endotracheal with local anesthesia. Ebl: 25 cc. Blood replacement: none. Complications: none. Counts: sponge and instrument counts were correct. Specimen: mesh for culture. Indication for procedure: 77 year old male with lap ventral hernia repair in 2009. Presented to me 7 months ago with umbilical hernia. Repaired without issue with suture. Now with one month of chronic draining sinus from umbilicus. CT shows fluid collection adjacent to prior mesh repair. Taken for exploration and possible removal of mesh. CT didn't show any significant hernia defect superficial to mesh. Description of procedure: ¿after informed consent was obtained, the patient was taken to the operating room and placed on the operative table in the supine position. General endotracheal anesthesia was administered without complication. A formal time-out was conducted, scds where in place, and pre-operative antibiotics were infused prior to the start of the procedure. The patient's abdomen was prepped and draped in the usual sterile fashion. Veress access was obtained in the luq. Opening pressures were 5. 5mm port placed with laparoscope inserted for direct visualization. Additional 5mm ports placed in left lateral and left lower quadrant. At inferior portion of mesh there was some fluctuance. Remainder of mesh was well incorporated. I decided to remove the mesh in its entirety to prevent further infection. This was performed with electrocautery with scissors via a laparoscopic approach. Once mesh and all visible tacks were excised, hemostasis was obtained. The field was visualized while desufflating to ensure no venous bleeding. Ports removed under laparoscopic view. The sinus tract at base of umbilicus was circumferentially excised with electrocautery and found to track through the fascia, it was followed down into the abdomen and necrotic purple gelatinous material was encountered. A 4cm x 4cm area of necrotic tissue was debrided with bovie electrocautery back to viable muscle and fascial edges. The necrotic material was removed. The mesh was also removed though this abdominal incision and sent for culture. The wound was irrigated. Fascia was closed with interrupted #1 prolene sutures. Skin was closed with subdermal vicryl which buried the tails of prolene. Incidentally, the lateral edge of umbilical skin was necrotic and this was excised with no ill effects. Skin was left open to drain. Dressing applied. The patient tolerated the procedure well, extubated without difficulty, and transferred to recovery in stable condition.¿. (B)(6) 2015: (B)(6) hospital. (B)(6) md. Discharge summary. Reason for admission: status post removal of infected hernia mesh. Discharge diagnosis: infected hernia mesh. Hospital course: patient was admitted postoperatively for observation and pain control. Discharge exam: abdomen: soft. Non-tender, non-distended. Dressing is clean, dry and intact. Discharge instructions: remove dressing tomorrow and shower, no tub bath or swimming. (B)(6) 2015: (B)(6) hospital . [Not indicated]. Microbiology results. Specimen description: umbilical swab. Culture: light coagulase negative staphylococcus. [Missing records: a pathology report detailing analysis of the device removed during the 10/14/15 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2009, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional occurred whereby the gore device was revised. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: "recurrent hernia" "severe foreign body reaction resulting in severe scarring and contraction" "mesh being infected with a sinus tract down to the mesh." Additional event specific information was not provided.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1930, 1868, 2061, 3191: appropriate term/code not available for: ¿severe foreign body reaction¿, ¿scarring¿, ¿contraction¿, and "sinus tract down to the mesh.") Were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2009 through (B)(6) 2015 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Medical records between (B)(6) 2009 through (B)(6) 2011 and (B)(6) 2011 through (B)(6) 2015 were not provided. Patient information: medical history: weight: (B)(6) 2015: 175 lbs.; descending aortic aneurysm; (B)(6) 2009: ventral hernia; 2015: gastrointestinal bleed; (B)(6) 2015: irreducible incisional hernia. Surgical procedures: (B)(6) 2009: complex laparoscopic cholecystectomy. (B)(6) 2009: laparoscopic ventral hernia repair. Implant: gore® dualmesh® biomaterial. (B)(6) 2011: exploration of umbilicus both laparoscopically and opened with repair of umbilical hernia and closure. (B)(6) 2014: endovascular aneurysm repair. (B)(6) 2015: open repair of incarcerated incisional hernia. (B)(6) 2015: diagnostic laparoscopy with laparoscopic removal of mesh and debridement of subcutaneous sinus tract, muscle and fascia. Relevant medical information: (B)(6) 2009: complex laparoscopic cholecystectomy. Indications: ¿ the patient indeed had such a large gallbladder that a CT [computed tomography] scan was obtained to try to ensure that he did not have a common bile duct or pancreatic cancer.¿ findings: ¿the patient indeed had one of the largest gallbladders I have ever seen, and had a gallstone that was at least 9 cm long by 5 cm in diameter in addition to other gallstones within the gallbladder. The patient underwent a difficult but successful laparoscopic cholecystectomy as described.¿ procedure: ¿initially a sub-umbilical 5 mm incision was placed so that there would be enough space away from the gallbladder to get a good visualization of it. Access to the peritoneal cavity was achieved with a veress needle by the free water drop technique. Insufflation with carbon dioxide to a pressure of 15 mmhg was produced. A 5 mm port was placed. Another 5 mm port was placed in the right flank and it was very apparent that the gallbladder would not be able to be grasped due to its size with the standard graspers. Another 10 mm port was placed in the right subcostal region and the claw was actually used to try to lift and elevate the gallbladder, which was successfully although accomplished with difficulty. Fortunately, most (sic) the adhesions were up around the body and top of the gallbladder, whereas the neck of the gallbladder was still relatively free of severe adhesions. With great care and with some difficulty, the cystic duct was dissected out, very clearly went on to the gallbladder. It was quadruply clipped proximally, singly distally and divided. The cystic artery was a dual artery. Both branches were dissected out. They were triply clipped proximally, singly distally and divided. The gallbladder, with a fair amount of manipulation, was then moved about to get under underneath it so that it could be dissected away from the bed of the liver. Even after it had been dissected away from the bed of the liver, much work needed to be done to get this gallbladder out of the abdomen. The upper incision where the 10 mm port had been placed, had to be opened up to 4 to 5 cm just to get the stone and gallbladder to be withdrawn from the abdomen. After this was accomplished, the abdomen was irrigated, suctioned as dry as possible. Hemostasis was secured. The upper site was closed with running 0 vicryl suture.¿ implant preoperative complaints: (B)(6) 2009: chief complaint: ¿hernia. History of present illness: status post laparoscopic cholecystectomy in (B)(6) has developed large abdominal hernia since. No pain.¿ implant procedure: laparoscopic ventral hernia repair. [Implant: gore® dualmesh® biomaterial, 1dlmc02/unknown, 8cm x 12cm x 1mm thick] implant date: (B)(6) 2009. Wound classification: not provided. Description of hernia being treated: ¿a left of midline 5 mm incision was placed and a veress needle using the free water drop technique was used to gain access to the peritoneal cavity. Insufflation with carbon dioxide to a pressure of 15 mmhg was produced. Another 10 mm port was placed on the left side and two 5 mm ports were placed on the right side. There were a few adhesions of omentum and small bowel up to the underside of the hernia, but these were easily taken down. The falciform ligament was also taken down to free up the area where the hernia was.¿ implant size and fixation: ¿a piece of mesh 10 cm wide by 18 cm long, was cut and fashioned. It was placed inside the abdomen and tacked up inside the abdomen using 2 complete rows of helical tacks. All ports were removed, insufflation was released. Staples were applied to each port site.¿ relevant medical information: (B)(6) 2011: chief complaint: ¿drainage from umbilicus that started about 2-3 months after repair of hernia (B)(6) 2009. States that a skin staple was found still in skin deep in umbilicus 2 months after surgery, never stopped draining.¿ ¿ abdomen: mild erythema in umbilicus, no active drainage visible. Diagnosis/plan: draining umbilicus. Laparoscopy with repair of umbilicus (B)(6) 2011: exploration of umbilicus both laparoscopically and opened with repair of umbilical hernia and closure. Findings: "the patient had a very small draining sinus of granulation tissue at the superior aspect of his umbilicus. This was completely excised. The patient had a small umbilical hernia, which was repaired.¿ procedure: ¿a far left of the midline, 5-mm incision was placed and a veress needle using a free water drop technique was used to gain access to the peritoneal cavity. Insufflation with carbon dioxide to a pressure of 15 mmhg was produced. A 5-mm port was placed and a 5-mm 30 degrees laparoscope was introduced. Another 5 mm 0 degrees laparoscope was introduced. Another 5-mm port was placed. The site of the old midline incisional hernia repair was inspected and appeared to be completely intact. There did not appear to be any obvious tissue or problems up through an umbilical hernia. The patient then had ports for laparoscopy removed. The patient then had a midline incision placed directly through the umbilicus, which had been everted. There was a very small track of granulation tissue which was completely dissected down to the underside of the umbilicus. The umbilical fashion tissue was cleaned up and a figure-of-eight 0 vicryl stitch was placed to bring the small umbilical hernia back together. The tissue of the size of the umbilicus were cleaned up and freed up and were closed with a running 4-0 pds in a subcuticular fashion.¿ pathology: "final diagnosis: skin and soft tissue, umbilicus: chronically inflamed granulation tissue with adjacent dense fibrosis and moderate reactive epidermal hyperplasia.¿ gross description: "the specimen consists of multiple pieces of tan tissue together measuring 2.5 x 2 x 0.5 cm." (B)(6) 2015: "CT on (B)(6) which looked good.¿ ¿he was pumping up tire and lifted some 50 pound bag, shortly after developed soreness at umbilicus. Noticed a bulge, but unsure if it was there before.¿ ¿abdomen: well healed incision at the superior portion of his umbilicus. There is a palpable nodule under this incision that is very tender. Unable to reduce this on exam, however I think my findings most likely represent a small amount of incarcerated fat in a small umbilical hernia. Spoke with dr. L. In radiology who reviewed film from (B)(6) 2015. He states there is a fairly large piece of mesh starts just below the xiphoid and extends above the umbilicus. He didn¿t see any other discrete hernia however at the inferior edge of the mesh there is some slight thickening of unknown significance. Assessment: irreducible incisional hernia. Plan: scheduled for repair of hernia.¿ (B)(6) 2015: open repair of incarcerated incisional hernia. Findings: ¿there was a 2 cm transverse defect just superior to the umbilicus with some incarcerated fat.¿ procedure: ¿a 5 cm incision was made in the midline just above the umbilicus and extended down to l [sic] side of the umbilicus. Sharp dissection was used superiorly to dissect down to the fascia. Electrocautery was used for hemostasis. The fascia was examined and during the dissection, there was significant amount of scar tissue in the area. However, I was eventually able to identity the fascia. As I delineated the fascia, I noticed a transverse 2 cm defect which was located approximately 1.5 cm above the superior margin of the umbilicus. Within this defect there was some incarcerated preperitoneal fat. This fat was able to be reduced back into the preperitoneal space. The preperitoneal space was explored and I found no further defects tracking into the abdomen. There was a significant amount of scar tissue in the preperitoneal space as well. I think this is most likely due to the patient¿s prior epigastric hernia repair with mesh and the scar tissue, we feel, was probably was (sic) from the mesh incorporation as the inferior margin of the mesh extends down to approximately this level. After I was satisfied there were no other defects, I dissected the subcutaneous tissues circumferentially off of the fascia for 2 cm all way around. The fascia was somewhat attenuated, as the patient has significant rectus diastasis. Given the small size of the defect and the inability to elevate the fascia off the preperitoneal space due to scarring, I elected to perform a primary repair. I placed 3 figure-of-eight 0 nurolon sutures closing the defect in a transverse direction, as this was the lowest-tension closure in. Local anesthetic was injected into the fascia and subcutaneous tissues. The wound was copiously irrigated and hemostasis was good. The skin was closed with interrupted 3-0 nylon suture, followed by a sterile dressing.¿ specimens: ¿none.¿ explant preoperative complaints: (B)(6) 2015: ¿past several weeks he has had drainage from his umbilicus. Prior to a hernia repair in the past he had identical problem and required exploration of the wound with removal of scar tissue. Over the past two weeks this has not healed. I gave him a course of keflex and that has improved the erythema but he still has daily drainage from base of umbilicus.¿ ¿abdominal: small 2 mm hole in the base of the umbilicus with clear drainage. This tracks down to the fascia but I am unable to grasp any suture material on my exam with forceps. Assessment: suture granuloma. Plan: schedule for wound exploration with possible removal of facial sutures. CT showed fluid collection below the fascia and adjacent to the inferior portion of the mesh. Previous operative notes acquired. The mesh is a gore dualmesh and was placed by dr. (B)(6). In 2009. I believe there is a good chance it has either had a chronic infection or become secondarily infected after my hernia repair in march. I will explore laparoscopically to ascertain degree of mesh involvement. If mesh infected I will likely remove all of it as dualmesh does not incorporate well. I will also debride umbilicus and remove any associated suture material.¿ explant procedure: diagnostic laparoscopy with laparoscopic removal of mesh and debridement of subcutaneous sinus tract, muscle, and fascia. Explant date: (B)(6) 2015 [hospitalization date: (B)(6) 2015]. Wound classification: ¿clean, contaminated.¿ procedure: ¿veress access was obtained in the luq [left upper quadrant]. Opening pressures were 5. 5mm port placed with laparoscope inserted for direct visualization. Additional 5mm ports placed in left lateral and left lower quadrant. At inferior portion of mesh there was some fluctuance. Remainder of mesh was well incorporated. I decided to remove the mesh in its entirety to prevent further infection. This was performed with electrocautery with scissors via a laparoscopic approach. Once mesh and all visible tacks were excised, hemostasis was obtained. The field was visualized while desufflating to ensure no venous bleeding. Ports removed under laparoscopic view. The sinus tract at base of umbilicus was circumferentially excised with electrocautery and found to track through the fascia, it was followed down into the abdomen and necrotic purple gelatinous material was encountered. A 4cm x 4cm area of necrotic tissue was debrided with bovie electrocautery back to viable muscle and fascial edges. The necrotic material was removed. The mesh was also removed though this abdominal incision and sent for culture. The wound was irrigated. Fascia was closed with interrupted #1 prolene sutures. S kin was closed with subdermal vicryl which buried the tails of prolene. Incidentally, the lateral edge of umbilical skin was necrotic and this was excised with no ill effects. Skin was left open to drain. Dressing applied.¿ (B)(6) 2015: microbiology: ¿specimen description: umbilical swab. Culture: light coagulase negative staphylococcus.¿ (B)(6) 2015: specimen: ¿mesh for culture.¿ [pathology report was not provided] (B)(6) 2015: discharge instructions: ¿remove dressing tomorrow and shower, no tub bath or swimming.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.